Event description:
It was reported that the camera head had a poor image issue. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by a faulty charged coupled device (ccd). Additionally, a cut in the cable was found. Based on the results of the investigation, it is likely that the most probable cause of the complaint is a component failure. The exact cause of the component failure, however, is unknown. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E2: no. The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a poor image issue. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.